Manufacturer narrative:
510(k): k192697. Investigation evaluation: the products said to be involved were returned in an open pouch from the lot number provided in the report. The label matches the product returned. Device 1: our laboratory evaluation of the product said to be involved confirmed the report as it was described. The clip was returned attached to the device in the closed position. A function test was attempted, in order to deploy the clip. With handle manipulation and light touching of the clip on the table, the device would not deploy the clip. A visual examination of the drive wire, catheter attachment, clip and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Device 2: our laboratory evaluation of the product said to be involved confirmed the report as it was described. The clip was returned attached to the device in the closed position. A function test was attempted, in order to deploy the clip. With handle manipulation and light touching of the clip on the table, the device would not deploy the clip. A visual examination of the drive wire, catheter attachment, clip and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Sealed devices 1-5: the samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue. One of the sealed devices (sample 2) did require endoscopic maneuvers to aid in deployment but did deploy which confirms the reported difficulty. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: used devices: a definitive cause for the reported observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Sealed devices 1-5: the 5 sealed devices were tested for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue. One of the sealed devices required endoscopic maneuvers to aid in deployment but did deploy. These maneuvers are acceptable based on the instructions for use. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus clips. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a clipping procedure on an ulcer in the stomach, four instinct plus endoscopic clipping devices were used. The physician had difficulty releasing the clips. The clips were eventually able to be released. The procedure was successfully completed with the devices in question. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.